Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophagogastroduodenoscopy (egd) procedure performed in the esophagus on (B)(6) 2020. According to the complainant, prior to the procedure, it was noticed that the suture was broken and the trip wire was kinked. Reportedly, the photo provided by the customer showed the ligator shrink wrap was removed prior to securing the ligator head on the scope, which is earlier than what is instructed in the device directions for use. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.